Event description:
It was reported that high impedances of greater than 4,000 ohms were measured on the lead during implant. The cause of the high impedances was determined to over tightening the set screws. No fractures were seen. The set screws were loosened, but impedances were still high on electrodes 0-3 and 1-3. The lead was replaced and impedances were measured to be normal with the new lead. The implant procedure proceeded and the patient was doing fine. The implantable neurostimulator (ins) was to be implanted the following week.

Manufacturer narrative:
Concomitant product: product ID 3387, lot # va0uwva, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).